Event description:
It was reported that the device had no power. During the investigation, it was found that the dso (downstream occlusion) and latch lock were inoperable.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The mainboard was the root cause. This was replaced. The latch lock and the dso sensor were also replaced as they were deemed unusable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.